Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: dislodged stent lost in the pt's anatomy. Device issue: stent dislodgement. It was reported that the 3.0 x 8 mm xience v stent delivery system (sds) was delivered to the lesion; however, when the balloon was inflated, it was noted that there was no stent present. Another sds was used to complete the procedure. It could not be confirmed when the stent dislodged or the location of the missing stent. No additional event or pt info is available.

Manufacturer narrative:
Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that sds was returned with blood in the guide wire lumen. There was contrast in the balloon and inflation lumen. The stent implant was dislodged from the sds and not returned. The balloon was returned loosely folded with crimp marks visible between the markers. There was a kink on the soft tip 2.5 mm proximal to the distal end of the soft tip. There was a kink on the hypotube 6 cm distal to the strain relief tubing. There was no other damage noted to the sds. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.